Manufacturer narrative:
Review of the pump history log clearly showed that the pump did not initiate a fill tubing step on its own. The user initiated the fill tubing step perhaps accidental. The t:slim g4 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer awoke and noted that the fill tubing process had been running while the customer was asleep and connected to the pump. It could not be confirmed how the fill tubing process was initiated while the customer was sleeping. The customer did not know how much insulin had been delivered and immediately tested blood glucose (bg) level (71 mg/dl). The customer then stated that the insulin "hit all at once." The customer went to the emergency room (ER) with a bg level in the 50s range (mg/dl). The customer was treated with sugar, juice, glucagon pills and had urine test, x-ray and blood was drawn. The customer was released from the ER after 3-4 hours. The customer reported leaving the ER with a headache and was vomiting once home. In addition, the customer reported that an unspecified cartridge alarm occurred. The customer had discontinued the pump and reverted to backup pump. The pump was not available to perform troubleshooting with tandem technical support.